Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument was not clipping. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system showing 80 uses remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test multiple times. The instrument was fully functional and no product issue was identified.